Manufacturer narrative:
The description of the event, screenshots of the display error and info logbook and the service report were analyzed regarding indications for the reported ventilation fail. The used circuit was not available as it was disposed off. The reported behavior could not be reproduced by the service engineer who performed several device checks without any finding. The logfile reportedly did not contain any technical errors on and around the date and time of the event. Hence root cause determination was not possible. In case of a technical problem a visual and acoustical alarm will be generated by the device. In case ventilation is stopped the instructions for use demand continuing ventilation with an alternate device. The device was reportedly tested fully functional. Further measures were not taken.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the oxylog 3000 failed ventilation when they switched the vent from the trolley cylinder to the wall supply. The ventilator was disconnected and the patient was bagged successfully for the remainder of the procedure. No injury has been reported.